Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise on the pace/sense and shock channels. Testing was able to reproduce noise when the patient moved their left arm which led the physician to believe the rv lead may be fractured due to a subclavian crush. Surgical intervention was later performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.